Event description:
It was reported that during an a stenting treatment procedure, stent damage occurred. The physician was working on the circumflex and implanted the ion stent and it "some what looked fine". He went to post dilate the lesion and after post dilatation he pulled the wire out and did a final picture at which time he noticed a hazy area so he did another post dilatation, looked again still no improvement so he decided to place another ion stent and was satisfied with the results. The case was completed with no further complications or patient injury reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).